Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was very noisy. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed which found that the motor was heating up fast, vibrating and had an unusual noise. It was determined that all of these issues were due to the worn out motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device worn from excessive force from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.